Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the electrical current would not pass through to the bipolar scissors. The surgery was converted to open leg with no additional patient effects reported. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned for (B)(6) 2010 for investigation. A visual inspection revealed that there were no non-conformities with the device. There was minimal evidence of blood. A pre-cautery test was performed on the returned device using a reference generator and bipolar cord. The device performed according to specifications during several device activations. Based upon the functional test, the reported complaint "no electrical current" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be contributed to this failure mode. (B)(4).